Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the 8mm harmonic ace instrument teflon pad fell off. In addition, the harmonic ace instrument was making a squeaking sound. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received mw5168460 stating: the white pad fell off the instrument. It was making a horrible squeaking sound.